Event description:
Pt used optifree replenish (alcon) with acuvue oasys soft contact lens. Developed multiple sterile small epithelial and subepithelial infiltrates through cornea. These were not marginal single or infectious. Responded to therapy with topical steroids/antibiotics and switching to different contact lens solution. No scarring or residual issues. Dates of use: > 3 yrs.